Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped due rising threshold measurements and lead advisory. Patient was asymptomatic. Patient was stable post-procedure.

Event description:
It was reported that the lead was capped due to rising threshold measurements. Patient was asymptomatic. Patient was stable post-procedure.